Manufacturer narrative:
Internal report#: (B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of erratic blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 120-140mg/dl fasting. Verified the strips expire 10/31/2016. Customer confirms the strips are stored in the bathroom and was first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customer's concern: 158mg/dl. Customer performed a back to back blood test on (B)(6) 2015 at 9:47am fasting and the results were 39mg/dl, 181mg/dl and 224mg/dl. No adverse event reported.